Event description:
It was reported that the customer had unexplained high and lows from 60 to 400 mg/dl. The customer's blood glucose level was unknown mg/dl. The customer complain was for documentation and dissatisfaction due to his experience.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.